Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The pipeline was resheathed 1 time. There was no resistance or other issue during delivery or positioning.

Event description:
Medtronic received information regarding a pipeline flex tip failure to open. The patient was undergoing a procedure for flow diversion stent treatment of an unruptured saccular aneurysm in the left internal carotid artery (l-ica) c6 segment. The aneurysm max diameter was 6mm and the neck diameter was 4mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The microcatheter was delivered to the m2 segment and the surgeon started deployment of the pipeline at the m1. However, the tip of the pipeline could not be opened. The pipeline was retrieved and redeployed but the tip still could not be opened. The system was then withdrawn to the ica but the pipeline tip still could not be opened to the pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient; post-procedure angiography showed contrast retention in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. The customer reported that the braid was not positioned in the vessel bend and the vessel tortuosity was moderate, ruling out the user deploying in the vessel bend and the vessel tortuosity as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.